Event description:
It was reported that during deployment of the embolization coil, the coil prematurely detached, partially in the microcatheter and aneurysm. The coil was retrieved using a snare. There was no clinical sequelae.

Manufacturer narrative:
Sample analysis: the implant and pusher were removed from microcatheter inner diameter. The attachment tether that holds the implant intact with the pusher is white opaque. This appearance is consistent with being stretched. The proximal end of the implant is kinked thus increasing the outlet diameter of the implant. Root cause analysis: the root cause of this complaint is that the attachment tether was exposed to a force greater than the maximum tensile specification of the attachment monofilament (tether). It is likely that the kink at the proximal end of he implant prevented the device from being retracted smoothly. The kinked segment of the implant could not have been delivered through microcatheter prior to deployment in the aneurysm.